Manufacturer narrative:
On oct 18, 2016 the instrument was received: the lot number was readable and consequently the manufacturer was defined ((B)(4)). At that point the event was evaluated for the report as MDR. On oct 26, 2016 the manufacturer provided the document review with the following comments: batch released on date: 22/09/2014 ((B)(4)). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Other complaint received for this code there aren't non conformity elements in the document review. We wait the arrival of the broken instrument to investigate the causes of the breakage on 02 nov 2016 the r and d project manager of medacta performed a preliminary analysis of the event, with the following comment: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use. The instrument will be shipped to the manufacturer for an in-depth analysis.

Event description:
During surgery when the surgeon was drilling through the acetabular shell, the drill bit broke. The surgeon used a second drill bit to complete the surgery. There was no patient harm and no delay in surgery. All pieces were recovered. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2016 the manufacturer provided the results of the visual inspection of the retrieved instrument and reported as follows: we have already received complaints for this code and for this batch. The dimensions of the device are conform to applicable specification. The rupture was analyzed at the microscope and there aren't signs of cracks on the material. We suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage.